Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the connecting screw for suprapatellar nail was very difficult to disassemble using hexagonal screwdriver. There was a surgical delay of five (5) minutes. Procedure was completed successfully. Patient outcome is unknown. Concomitant devices reported: hexagonal screwdriver (part/lot unknown, quantity 1). This report is for a connecting screw. This is report 1 of 1 for (B)(4).